Manufacturer narrative:
PMA: additional 510(k) number: k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the outer diameter of a portex® bivona® uncuffed adult tracheostomy tube was too wide to allow for attachment to the ventilator. The tracheostomy tube had been inserted into the stoma of the patient for a weekly tracheostomy tube change. After insertion, the respiratory therapist attempted to reconnect the ventilator to the tracheostomy tube, which is when it was discovered the outer diameter of the tracheostomy tube to connect to the ventilator. The respiratory therapist removed the tracheostomy tube and inserted another tube of the same size and attached it to the ventilator. No injury was reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used device was received for evaluation. Visual inspection found the end of the connector to be deformed. Using a taper gauge, the connector failed the required level of inspection for acceptance. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.